Event description:
It was reported that the lead exhibited a steady increase in pacing lead impedance over the last few months. The physician elected to continue monitoring the patient remotely and the lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the system was explanted due to both atrial and ventricular lead fractured. The patient condition is fine.